Event description:
The following was reported to hamilton medical ag: summary: shutdown of the device while in standby.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the following information was provided by the technician (phone call on july 27, 2023) who went to the hospital to perform a root cause analysis. The technician confirmed that someone from the nursing stuff who entered the storage room noticed that the device was in standby mode and switched it off intentionally. No device malfunction found. The case has been rated as "no_risk".

Event description:
The following was reported to hamilton medical ag: summary: shutdown of the device while in standby.